Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 54 percent remaining to 15 percent remaining 3 months later. Analysis of device memory confirmed a battery depletion anomaly. Boston scientific technical services (ts) recommended device replacement and provided a 2 month timeframe. Available information indicates this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. The device was explanted and replaced. The product is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that the product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.